Event description:
It was reported that the patient came to the emergency room after receiving inappropriate shocks due to lead noise. The rv lead impedance was high. The device was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.